Manufacturer narrative:
H.10 correction: this MDR complaint is being cancelled as the reported product was determined not to be a bd product.

Event description:
It was reported when using the bd vacutainer® one use holder there was sleeve leakage. The following information was provided by the initial reporter. The customer stated: "after the insertion of the sixth tube, the rubber protecting the needle inside the bell was no longer able to contain the blood that leaked into the bell.".

Manufacturer narrative:
(B)(4). (B)(6). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® one use holder there was sleeve leakage. The following information was provided by the initial reporter. The customer stated: "after the insertion of the sixth tube, the rubber protecting the needle inside the bell was no longer able to contain the blood that leaked into the bell."